Event description:
Additional information received reported that the patient was receiving proper therapy as of the time of this report.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found that the ins was functionally okay with insignificant anomalies.

Event description:
Follow up information reported the patient¿s ins was replaced and moved but still was located in the abdominal area. It was noted that the patient¿s physician felt it was better to leave the device in the abdomen. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient was feeling pain from the leads in his back to the implantable neurostimulator (ins) in his stomach. It was noted the patient felt the pain whether the stimulation was on or off. It was stated that it would hurt when the patient would cough, sneeze, or breathe deeply. It was stated that the patient had gotten worse over the past 2 weeks and had become ¿really bad¿ over the last weekend. It was noted that the event seemed to have happened suddenly. It was stated that the patient¿s hands and feet had started to swell ¿at about the same time.¿ the patient had discomfort at the location of the ins in addition to the pain. A revision was going to be performed on the day of this report in order to move the ins from the abdomen to the buttock. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).